Event description:
(B)(4). Severe bloating, weight gain, severe gas, brain fog.

Event description:
(B)(4). While I had essure, I had chest pains on a regular basis, I didn't think anything of it or that it could be attributed to essure. But since my removal on (B)(6) 2015, I haven't had a single chest pain.

Event description:
(B)(4). At the time I submitted my side effects from essure, I had no idea everything I was experiencing was from these two tiny little coils. I had a total hysterectomy on (B)(6) to remove essure. All of my side effects are gone! No bloating, no gas, brain fog is slowly lifting, I am able to concentrate more. My headaches are gone, joint pain, foot/leg swelling gone, pelvic pain gone, anxiety, mood swings gone, gluten sensitivity gone. I had almost forgotten what it was like to live like a normal person without any pain!